Event description:
The customer reported that while processing hiv-1 p24 assays, row e was not washed correctly and no alarm was generated. The customer invalidated all of the affected plates. The wash manifold was cleaned and the instrument was reinitialized and the problem was resolved. Please note that this complaint is beyond the 30 day reporting requirment. It was found to be reportable as a result of a reassessment of complaints.